Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead (unknown); product type: 0200-lead; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the design of the burr hole clip is not easy to secure. He struggles with getting it to engage in the ring. Because of the design, this is adding to the procedure's or time. He and his fellow/residents struggle with it. Today's case is an example of how the lead on the left was slightly pulled out when they had to struggle to secure the clip. They had to open the clip, push the lead back in, and then do a third scan to confirm correct placement. After the third CT scan, the lead did not move to the intended location. The final lead placement was not in the desired location.

Event description:
It was reported that the design of the burr hole clip is not easy to secure. He struggles with getting it to engage in the ring. Because of the design, this is adding to the procedure's or time. He and his fellow/residents struggle with it. Today's case is an example of how the lead on the left was slightly pulled out when they had to struggle to secure the clip. They had to open the clip, push the lead back in, and then do a third scan to confirm correct placement. After the third CT scan, the lead did not move to the intended location. The final lead placement was not in the desired location. Additional information received from rep indicating that hcp attributes poor design to device failure.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6), implanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.